Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to the stem breaking approximately 5 min inside of the sleeve on the right side. Patient is 5'2".